Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2026, which was reported to be successful. Approximately three hours post-implant, an attempt at device interrogation failed. Subsequent interrogation attempts using both radiofrequency (rf) telemetry and inductive telemetry were also unsuccessful, with the same issue persisting. In addition, telemetry testing and attempts to update the firmware were unsuccessful. Data transmission via the transmitter and merlin on demand also failed, despite successful pairing with the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.